Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has a constant speaker malfunction error message, no sound is coming from the device at all. The device was not in use.

Manufacturer narrative:
The device was was received at the philips authorized repair facility (rft) for bench evaluation. Results of functional testing indicate that there was no audio alarm. The speaker had no sound at start up test. And failed at manual power on test. No sound, defective speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed.

Manufacturer narrative:
D4: data correction to device identifier.